Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence and was reusing the cartridges. Tandem technical support educated the customer that this is off label. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.